Event description:
There was a leak below the membrane/catheter junction. The iab was removed and another was inserted. (Multiple event to complaint # 97-00013). Event complications: none from the event-reported 1/6/97. Pt's current status: in cvsicu with iabp.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicated that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.